Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation and the lot number is unavailable. A manufacturing review and testing using reserve product from the same lot could not be conducted as the lot number was not provided. No further investigation can be conducted at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The mother of the patient initially called to attempt to order inratio testing supplies. During the call, the mother of the patient provided information on the following imprecision issue: on (B)(6) 2016, the patient was tested and received an inratio inr result of 5.5. Based on this result, the physician held the patient's warfarin for two days and then reduced the dose from the previous 5 mg or 5.5 mg daily to 4 mg daily. On (B)(6) 2017, the patient was tested and received an inratio inr result of 2.2. No additional information was provided.

Manufacturer narrative:
Correction: the therapeutic range of the patient was omitted from the initial MDR. The patient's therapeutic range is 2.5 - 3.5.

Event description:
The mother of the patient initially called to attempt to order inratio testing supplies. During the call, the mother of the patient provided information on the following imprecision issue: on (B)(6) 2016, the patient was tested and received an inratio inr result of 5.5. Based on this result, the physician held the patient's warfarin for two days and then reduced the dose from the previous 5mg or 5.5mg daily to 4mg daily. On (B)(6) 2017, the patient was tested and received an inratio inr result of 2.2. The patient's therapeutic range is 2.5 - 3.5. No additional information was provided.